Manufacturer narrative:
Other relevant device(s) are: product ID 37081-40 lot# (B)(4) serial# explanted (B)(6) 2019 product type extension product ID 37081-40 lot# (B)(4) serial# explanted: (B)(6) 2019 product type extension . Correction: please note, result code 3221, method code 4117, and conclusion code 67 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient was operated on (B)(6) 2019 and the ins and extensions were changed. There was no fluid in the connectors, but the rep sent the extensions and ins to the manufacturer to check them. The rep saw the patient on the morning of (B)(6) 2019, and the setting worked perfectly again with no more discharges.

Manufacturer narrative:
Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had been implanted since 2015 with an ins that until now had worked perfectly. The rep did a check because the patient's adaptive stimulation had been disrupted. The rep was able to set the function without problem using the physician programmer, but when the patient wanted to increase the intensity with their patient programmer, it disrupted adaptive stimulation in the lying position. It was noted that this kept the standing position. The rep tried another patient programmer, but experienced the same issue. A copy of the patient's telemetry printout was provided. The telemetry printout showed that impedance values were within normal limits. The telemetry printout also showed that the patient made adjustments to one of the positions extending amplitude to 3.2 volts, and that position range was changed to sizes that deviated from the standard. Additional information was received from the manufacturer representative (rep). It was reported that the cause of the event had not been identified. They could no longer adapt the sensor correctly and the patient felt discharges without any manipulation being made. The rep tried in high dose mode and in conventional mode. They disabled the adaptive mode and programmed two groups for each position, lying and standing, and the patient would change with their patient programmer. Even that way, the patient continued to receive discharges, sometimes without moving. The rep proposed having a colleague program the stimulator to see if that got something. The rep would call the physician to see what they wanted to do. The neurostimulator serial number, lead and extension model numbers, implant date, patient weight, and patient gender were reported. It was noted that this information was confirmed with the physician/account. Additional information was received from the rep. The rep extracted a device data file because for several days the patient received electric shocks in the back in any position, and the rep couldn't adjust the sensor. The data file, as well as another telemetry printout were provided. The patient now had to have a low intensity, and their pain increased again. It was noted t hat impedance values were correct. The physician wanted to see the results of the data file research before deciding what to do next. Review of the data file did not reveal any anomalies.

Manufacturer narrative:
(B)(4). Analysis of the returned ins (serial # (B)(4)) determined that the ins was functionally ok with insignificant anomalies. Visual inspection observed foreign material in the connector ports, that the access hold adhesive had a cosmetic cut, and that the shield/can was scratched. The ins passed a series of functional tests which included accelerometer activity testing and long term monitor testing. Analysis of the returned extensions (lot # njb180974v and lot # njb191441v) found no anomaly. Both extensions were visually ok, and electrical continuity was complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the adaptive stim was stopped and the device was restarted, the device was oriented several times, parameters were changed and the hd mode was changed to conventional. No further complications were reported or anticipated.